Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "always sick, night sweats, nausea, sick to my stomach, the implants are considerably smaller, painful, itches, health is totally declined, no energy, shape/size of implants is completely changed. Pain. The implants are leaking." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported" I am calling about the recall. I do have recalled implants (style 168). I do have major problems. I am always sick, night sweats, nausea, sick to my stomach, the implants are considerably smaller, painful, itches, my health is totally declined, no energy, shape/size [of implants] is completely changed. I do have pain. I think they [the implants] are leaking." This is for the left side. Device remains implanted.